Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to perform a correction bolus due to insulin on board (iob). Customer alleged that the iob was false. Reportedly, customer's blood glucose level was impacted (278 mg/dl) due to the delay. Tandem technical support confirmed and explained to the customer that the iob value was correct and assisted the customer with performing a bolus override to resolve the issue.